Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with a 545cc mentor memorygel breast implant and experienced early onset seroma and capsular contracture (baker grade 4) on the right side post-operatively. As a result, the patient underwent explantation on (B)(6), 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: early onset seroma and capsular contracture. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On march 03, 2022, the mentor failure analysis lab has received the device for evaluation. On march 11, 2022, the evaluation for the device was completed. On march 18, 2022, mentor received additional information reporting the patient had a previous surgical intervention on (B)(6) 2022. The patient had a ultrasound guided fluid aspiration for the early onset seroma. The fluid was sent to pathology for cytology. No malignant cells were identified. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 545cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).